Event description:
The reporter stated the surgeon attempted to insert aa4203tl toric silicone piece lens but the initial incision was too small (3.0mm) and the lens would not go into the eye. The lens was being reloaded and it was noted that the lens had torn. The reporter stated there was patient contact but no injury.

Manufacturer narrative:
Evaluation: visual inspection of the returned product found one haptic torn. There was evidence of clear surgical residue. Conclusions (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.